Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the I let user awoke to find the pump had run out of insulin, then ate breakfast without announcing the meal, performed a supply change, and resumed insulin delivery. Subsequent elevated blood glucose reached 369 mg/dl, the device did not alert, and the user elected to wait for automated correction. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education regarding missed meal announcement and allowing the algorithm time to correct. Investigation of this case revealed user-related factors, specifically depletion of insulin and a missed meal announcement, with no device alarms reported and no device component malfunction indicated. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and running out of insulin.